Manufacturer narrative:
The device history record review and complaint history review did not identify contributing factors. A review of log files and patient folder from the subject event was performed. The inaccuracy is confirmed for all six trajectories implanted with a small standard deviation. The deviation amount is quite similar for all trajectories which are implanted in the same brain area. The measure and deviation analysis show that the most probable cause would be a head shift. Although the mayfield head holder and its adaptor were installed and locked properly, the most probable cause for the head movement remains the patient seizure which occurred after the registration. No verification of the entry points was performed after this event and the surgeon decided not to restart the registration. Therefore, the impact on the head position cannot be confirmed. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data.

Event description:
It was reported that after registration, the patient had a seizure where his body shook but no head shift was noticed. Laser registration was used. It was suggested to perform the registration again, however the surgeon decided to move forward. Later on, the surgeon reported that the trajectories were not accurate. No revision surgery is needed.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.(B)(4).

Event description:
It was reported that after registration, the patient had a seizure where his body shook but no head shift was noticed. Laser registration was used. It was suggested to perform the registration again, however the surgeon decided to move forward. Later on, the surgeon reported that the trajectories were not accurate. No revision surgery is needed.